Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Device was returned to customer unrepaired due to customer declined service. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to design limitations of the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.